Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A device history record review, and a product family complaint trend review are in progress; results will be provided in a follow-up medwatch report. The excelon product dfu states: "puncture the target site using one of the following methods: jabbing method - thrust the needle into intercartilaginous space with a quick and firm jab to the catheter while maintaining the scope in fixed position at the mouth or nose. Note: if jabbing method is used, ensure scope and needle remain parallel during thrust to minimize risk of catheter kinking. Piggyback method - push the bronchoscope and catheter as a single unit until the needle penetrates the tracheobronchial wall." The method used by the complainant in the reported event is unk.

Event description:
In 2007, it was reported to boston scientific corp that an excelon transbronchial aspiration needle was used in a bronchoscopy procedure (pt age and gender unk). According to the complainant, the excelon catheter kinked as the needle was being inserted into the target tissue. After retrieving the tissue sample, the physician reportedly attempted to withdraw the device from the scope; however, "the needle remained in the last part of the endoscope" precluding the physician from removing the entire device. Subsequently, according to the customer, "[while] pulling the device from the scope, the needle separated from the tip of the catheter." After the scope was removed, and the needle tip was retrieved from the pt, the physician completed the procedure with a second excelon transbronchial aspiration needle. According to the complainant, there were no pt complications and the pt's condition at the conclusion of the procedure was reported as "ok."